Event description:
Onetouch diabetes management software version 2.2 was purchased in the week of 03/13/06. The software was used to track the meals and glucose meter readings taken with the onetouch ultrasmart glucose meter. The info downloaded to the software from the meter was used by the primary care physician during a routine check up. The physician was about to treat the pt with insulin, however the pt suspected an error with the software. The pt checked the software and after calling lifescan customer service line found that if the time on the meter and the time of the software program are not the same, the tracking software will erroneusly track the pt's diabetes status and a risk of mistreatment may occur. The pt synchronized the time of the software but the problem was not corrected. Lifescan customer service offered to send the pt an earlier version of the software version 2.1. The pt asked lifescan to fix the problem and was referred to customer service supervisior. Customer service mgr stated there was no problem with the software and offered a new meter. Was no problem with the software.